Event description:
Caller reported compact plus blood glucose results of 1.4 mmol/l and 7.6 mmol/l within 10 minutes. Reported a second, separate comparison of blood glucose results of 1.2 mmol/l and 7.6 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).